Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display after alarming a low battery warning. The blood glucose reading was 180 mg/dl. The customer stated that she changed the battery, but the screen kept turning on and off. She noted that the screen had stopped doing anything altogether. The display did not return upon troubleshooting. The customer also reported that she had issues with air bubbles and had to go through 6 to 7 infusion sets because of it. She stated that she had not been told to make sure that she pulled the plunger straight down. Advised replacement of the insulin pump. During later contact with the customer, it was found that the insulin pump had not yet been returned for analysis. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly. Low battery alarm, off no power alarm was not verified and functional testing was not performed due to blank display. The device had minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.